Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the issue occurred on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.